Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event their lifepak(r) 15 monitor/defibrillator (serial number unknown) was unable to read an ECG signal through the disposable quik-combo defibrillation electrodes. The customer advised that all connections between the device and the patient were checked, the patient¿s chest was shaved and then the same quik-combo defibrillation electrodes were reapplied to the patient. However, this did not resolve the issue, no ECG signal was shown. An AED that was used to deliver three successful shocks to the patient prior to the arrival of the customer was reapplied to the patient with its own set of defibrillation electrodes, and a shock was successfully delivered. The AED¿s defibrillation electrodes which were already attached to the patient was then connected to the customer¿s lifepak(r) 15 monitor/defibrillator and the patient¿s ECG was displayed correctly on the display. The patient, a (B)(6) male did survive. The customer indicated that the reported issue caused a delay in the treatment of the patient; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Event description:
The customer contacted physio-control to report that during a patient event their lifepak(r) 15 monitor/defibrillator (serial number unknown) was unable to read an ECG signal through the disposable quik-combo defibrillation electrodes. The customer advised that all connections between the device and the patient were checked, the patient¿s chest was shaved and then the same quik-combo defibrillation electrodes were reapplied to the patient. However, this did not resolve the issue, no ECG signal was shown. An AED that was used to deliver three successful shocks to the patient prior to the arrival of the customer was reapplied to the patient with its own set of defibrillation electrodes, and a shock was successfully delivered. The AED¿s defibrillation electrodes which were already attached to the patient was then connected to the customer¿s lifepak(r) 15 monitor/defibrillator and the patient¿s ECG was displayed correctly on the display. The patient, a 39 year old male did survive. The customer indicated that the reported issue caused a delay in the treatment of the patient; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
The customer did not return the electrodes to physio-control for further evaluation; the electrodes were discarded. A cause of the reported issue could therefore not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that during a patient event their lifepak(r) 15 monitor/defibrillator (serial number unknown) was unable to read an ECG signal through the disposable quik-combo defibrillation electrodes. The customer advised that all connections between the device and the patient were checked, the patient¿s chest was shaved and then the same quik-combo defibrillation electrodes were reapplied to the patient. However, this did not resolve the issue, no ECG signal was shown. An AED that was used to deliver three successful shocks to the patient prior to the arrival of the customer was reapplied to the patient with its own set of defibrillation electrodes, and a shock was successfully delivered. The AED¿s defibrillation electrodes which were already attached to the patient was then connected to the customer¿s lifepak(r) 15 monitor/defibrillator and the patient¿s ECG was displayed correctly on the display. The patient, a (B)(6) male did survive. The customer indicated that the reported issue caused a delay in the treatment of the patient; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.